Event description:
Discordant, falsely low sodium (na) results were obtained on multiple patient samples on a dimension exl with lm instrument. The customer provided examples of three patient samples. The discordant na results were reported to the physician(s), who questioned them. The samples were repeated on the same system. The repeated results were reported to the physician(s) as the corrected results. There are no known reports of patient intervention or adverse health consequences due to the discordant na results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarters support center (hsc) specialist reviewed the instrument data. The hsc determined that the instrument indicated the integrated multisensor technology sensor required replacement. The hsc instructed the customer to replace the integrated multisensor technology (imt) sensor. The hsc also instructed the customer to perform a system diluent check. The customer successfully ran a diluent check and successfully ran quality controls. The cause of the discordant sodium results is due to the imt sensor. The instrument is performing within specifications. No further evaluation of the device is required.